Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stored auto mode switch episodes were observed due to noise during a follow-up in clinic. X-ray imaging revealed that the device was flipped in pocket. The asymptomatic patient was referred to an electrophysiologist for further evaluation.